Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ridges in the tubing of new cannula as compared to smooth tubing event on (B)(6) 2026. No further information available.